Event description:
Information was received indicating that a smiths medical cadd solis pump was implicated in a leaking issue. During administration of blinatumomab, the patient notified the nurse that his clothes had some wet spots periodically on them during the infusion. There were no adverse events reported due to this event.